Event description:
It was reported that the tulips of two oasys polyaxial screws disengaged intra-operatively while removing the screws and that the screw shanks remain implanted in the patient. This report captures the second of two screws.

Event description:
No new information.

Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion.